Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product analysis center (pac) and was unable to verify nor duplicate the reported issue. The cause of the reported issue could not be determined. It was also observed that the device would would give audio prompts when the lid was closed and would power on by itself, indicating that the reed switch did not detect the magnet present. The cause of this issue was determined to be the reed switch. The device was archived by stryker.

Event description:
A customer contacted stryker to report that none of the buttons on the device were responsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
A customer contacted stryker to report that none of the buttons on the device were responsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement device under warranty. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.